Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller port 1 connector was found loose from the controller housing with the o ring gasket displaced and the internal locknut loose. The supplier has opened an investigation for loose connectors. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Of note, this controller was received with the old software version installed (no smr upgrade performed). The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that the patient was seen in the clinic and it was determined that the power port one of the controller was very loose within the controller housing. The controller was exchanged with no consequence or impact to the patient. No alarms were associated with the loose power port. There was no damage noted to the controller aside from the loose power port being visibly loose. Reportedly, excessive force was not applied when trying to connect the power sources to the controller. No further information was provided.